Event description:
It was reported that the patient was wanting to have their ins adjusted because "it is not working" right now. It was reported that the patient traveled a lot so the device could have been "rescanned or something" there. It was noted that the "airport just scanned it and so forth many times."

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v339438, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).